Event description:
It was reported that during a robot-assisted partial nephrectomy (rapn) laparoscopic procedure, an arm error occurred before renal parenchymal anastomosis, when the kidney was incised and declamped. At that time, all buttons on the arm cart assembly (aca) were not working, and the arm did not move. The operation was interrupted to restart the system; after the system restarted, the arm recovered, and the procedure was resumed. The operation was interrupted for 8 minutes to restart the system. Since hemostasis could not be achieved for 8 minutes, the pneumoperitoneum pressure was increased to control the bleeding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.